Manufacturer narrative:
No report of patient involvement. A ge healthcare service representative performed a checkout of the equipment and confirmed the reported complaint. The patient circuit was replaced, and the unit was returned to service.

Event description:
The hospital reported the unit failed the preuse leak test, the unit had a large leak. There was no report of patient involvement.